Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 548 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had symptoms of dehydration and vomiting. Customer was treated with saline IV. Customer was wearing insulin pump at the time of hospitalization. Customer also reported to have received no delivery alarm in the past and was not sure why. Customer was able to clear no delivery alarm with a complete set change. Customer was hospitalized in (B)(6) 2015 with blood glucose of over 500 mg/dl. Customer was also hospitalized due to diabetic ketoacidosis. Customer was treated with fluids and insulin. Customer was wearing insulin pump at the time of hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).